Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left breast implant gel mentor siltex round high profile 300cc, lot#: 5661695,-066 lot:number 5661695. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast reconstruction revision with mentor saline devices approximately 30 years ago (1988) experienced bilateral capsular contractures (baker grade unknown), left breast mass, and right side rupture. The left breast had mass firmness and the right breast appeared enlarged and changing. This was observed on (B)(6) 2017 during patient evaluation . The patient underwent bilateral capsulectomies and replacement with mentor smooth round moderate plus saline implants. This report is for the left implant.

Manufacturer narrative:
During the product investigation process, it was discovered that the complaint devices were non-mentor products. As a result, no further analysis will take place. However, since this event has already been reported to FDA, any additional information received will be reported as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/16/2018 additional information indicated that the hematoma fluid was sent into pathology and came back negative for any neoplasm on (B)(6) 2018. The capsules were also sent into pathology and came back negative for neoplasms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A medwatch form for this complaint was inadvertently sent to the FDA with missing information. This supplemental report contains the omitted information. It was initially reported that mentor had not received the device. However, on 03/03/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's report number: (B)(4).